Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose on unknown date. Blood glucose reading was 37 mg/dl. The customer stated that there were problem with the insulin pump. The customer was treated with food and glucose tablets at the hospital. Troubleshooting for the customer¿s low blood glucose was declined as they do not have insulin pump with them. The insulin pump will not be returned for analysis.